Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument hinge broke. There was no patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the force bipolar instrument had no damage observed during central processing. Additionally, no fragments were observed and there was no injury to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet completed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have bent grip tang, which prevented the grips from opening. Components adjacent to the bent grip tang did not show damage. The grips themselves did not show cracking or breakage damage. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to damage during use. Correction- h8 updated to indicate initial use of device.

Event description:
Refer to h11 for follow-up information.